Event description:
It was reported that there was no video display on the monitor associate with the itrak 3000 system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an investigation. With the assistance of the bio-medical engineer (bme) isolated failure to internal power supply. Follow-up confirmed that the system was fully operational.